Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. An out-of-regulation (oor) condition was reported. The patient tried the navigator key and changing the batteries, but the issue did not resolve. It was noted that the patient was programmed to around 1.75 volts, so an oor was unexpected. It was also reported that the ins was not working on one side. An impedance check revealed that all but 2 contacts on one of the leads were "out." The patient was following up with her hcp for an x-ray to determine what the next step would be. It was noted that the second lead was fine and the patient was receiving effective stimulation through that lead.

Event description:
Additional information received reported that the patient had her leads replaced on (B)(6) 2012 because both leads had migrated. One of the leads had some contacts that were "out." It was stated that the patient had all of her original equipment (programmer, stimulator, and charger). It was noted that the patient was "doing well and receiving effective therapy." No further information was reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Anchor: model 3550-39, lot# n327800, implanted: (B)(6) 2012, explanted: na. Programmer: model 37744, serial# (B)(4). Recharger: model 37754, serial# (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial #(B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n327800, implanted: (B)(6) 2012, product type accessory. (B)(4).